Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that while the patient was at home, he received intermittent power limit advisory alarms and intermittent pump stops. The patient was advised to go to the hospital. Once at the hospital, the alarm persisted and the patient was placed on pneumatic support using stroke volume limiter (svl) and ip console. The patient was also placed on the list for high urgency transplantation.

Manufacturer narrative:
The patient remains on pneumatic support. No further information is available at this time.